Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os). Reportedly, "the patient has an unexptected hyperopic outcome."

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 12.6mm vitcm5_12.6 -10.50/1.0/177 (sphere/cylinder/axis) upside down into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 with a same length different diopter lens and problem was resolved. Reportedly "all resolved and patient has good outcome". Cause of event is user error; device did not fail to perform as intended. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim#: (B)(4).